Event description:
Additional information. The patient had a loss of efficacy, which included spasms and spasticity. An x-ray was performed and the results were normal. Impedances and recharge frequency were also checked, and the results were both normal. The patient recovered without sequela.

Manufacturer narrative:
(B)(4). Lead model 3387-40, lot #l80761, implanted: (B)(6) 2000, extension model 7495-25, serial #(B)(4), implanted: (B)(6) 2000; adaptor model 64001, lot #n259559; recharger model 37651, serial #(B)(4); programmer model 37642, serial #(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced "problems" and had to have the device explanted and replaced. No details were provided regarding the patient's problems, but the surgeon wanted to know if the device was at fault. Additional information has been requested, a follow-up report will be sent if additional information becomes available.